Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized for a low blood glucose event in 2012; she rode in the ambulance to the ER with him. She had mentioned it in passing while discussing other hospitalization events regarding the customer. She could not give any information on the hypoglycemia at the time of call due to attending her husband's doctor's appointment. She was currently with her husband at the ICU where he was hospitalized with a high blood glucose level. No products were shipped or returned.